Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The cgm reading was high overnight which resulted in the insulin pump providing more insulin. The cgm was inaccurate and the patient was actually not experiencing hyperglycaemia and ended up experiencing hypoglycaemia to the point he lost consciousness on (B)(6) 2025. His wife found him sweating and unresponsive. She called emergency medical services and the patient was taken to the emergency department. There was no documentation about the medical intervention provided nor the treatment administered. At the time of the report the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.